Event description:
It was reported that a device repeated troubleshooting steps related to the pads but that a 'pads on state' which allows ECG analysis, was not achieved.

Manufacturer narrative:
This event is being filed against the pads, assumed to be the dp pads used with the device. The pads have not been returned for analysis. A review of the device's internal memory showed that during the use, the device did not achieve a 'pads on' state because the patient impedance was too high. A 'pads on' state allows the device to analyze and make a shock recommendation. Examination of the device's internal memory did not identify any device malfunction. The behavior of the device not being able to analyze because an appropriate 'pads on' state was not achieved is expected behavior. There must be sufficient pads contact in order to analyze the ECG. Since it cannot conclusively be determined why the device was not able to analyze with unknown factors such as pads. This issue is being filed as potential user error. Although the device involved is associated with a field corrective action, there is no information that associates the field corrective action with this report.